Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable. The event date is unknown. An sjm representative attempted to troubleshoot the issue with multiple external devices to no avail. As a result, the ipg was explanted and replaced. The issue is solved by replacing the ipg.